Event description:
It was reported that, "the patient presented to the office with tenderness in the right knee. Also, stated grinding noise occasionally. On x-ray could see posterior subluxation and medial displacement from poly wear. No obvious loosening. Knee revision performed. Tibia replaced with augments, stem. No further information obtained due to hospital confidentiality policy."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.